Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient underwent a right knee revision due to pain and instability of patella, femoral component and tibial components. The tibial was loose and debonded from the cement mantle and posterior laxity. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 183004 ¿ vanguard femoral ¿ 083430; 184766 ¿ patella ¿ 744100; unknown tibia ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately 4 years post implantation due to pain and aseptic loosening of the tibia component. Attempts have been made and additional information on the reported event is unavailable at this time.